Event description:
It was reported that the patient underwent a 3 level anterior cervical fusion procedure at c4-6. Approximately 8 months post- op the patient underwent a revision surgery to remove and replace the broken plate. The patient was experiencing radicular/neck pain. Films revealed a possible pseudoarthrosis at c5-6.

Manufacturer narrative:
Films were supplied for review which found: lateral view of plate shows the lower screws nondisplaced but broken.

Manufacturer narrative:
(B)(4). The plate was returned for evaluation. Visual examination confirms implant assembly separated. Optical and microscopic examination of the implant reveals multiple asymmetrical witness marks and plastic deformation noted in multiple locations including immediate component slides and on both anterior and posterior surface areas around ratcheting interface features. Optical examination reveals acp implant end component ratcheting catch features and ratchet spring pocket sidewall plastically deformed, suggesting tensile overload. Bone screw witness marks noted at the base of the on separated component screw holes, consistent with hyperangulated screws. Ratchet spring pocket deformation is similar to tensile overload sample found in (B)(4). A review of the device history records did not identify any applicable nonconformance to specification.